Manufacturer narrative:
Section d4: correction- incorrect serial number was originally reported under MFR 2916596-2019-02551. The lvad's serial number is unknown; additional information was requested but not provided.

Event description:
The site communicated that the date of event was (B)(6) 2019. The patient was experiencing pseudomonas aeruginosa and staphylococcus epidermidis. The patient had an erythema around the stoma and foul smelling drainage on dressing. They underwent a pump exchange on (B)(6) 2019 which was followed by a two week course of IV antibiotics. The patient is currently not on suppressive antibiotics and has no current infection. No additional information was reported.

Manufacturer narrative:
Section b3: correction. Section b5: additional information.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 11 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient experienced very scant drainage and erythema around the stoma. Patient and caregiver also smelled foul odor coming from the dressing. No fevers or chills. Positive for diphtheroids and serratia and stenotrophomonas. Patient was treated with oral antibiotics. Additional information was requested but not provided.